Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion (bd) error code. It was mentioned that the patient had a transvenous ablation, therefore, it is suspected that the error code is related to prolonged magnet application. Technical services (ts) reviewed the device data and discussed there are a lot of magnet entries for this device on the day of the ablation. The power consumption is stable and not increasing as in premature battery depletion (pbd) situation. The battery voltage decrease happened when multiple magnets entries were present, and the device will verify after two weeks if the battery voltage has been recovered. The s-ICD remains in service. No adverse patient effects were reported.